Event description:
This report is being filed upon notification from our x-ray MFR in foreign counrty, to submit this incident that occurred in another country. Problem: this x-ray system had interruptions in its tomography runs. This system can fail during the tomo run when using the collimator manual mode. The system goes to maximum time and dose and then switches off, system down. The result is the possibility of unnecessary high dose of x-ray from add'l exposures.